Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.